Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer lost consciousness due to low blood glucose levels and was taken to the hospital for treatment. No blood glucose reading was reported for the event. Troubleshooting was not possible during the phone call as the insulin pump was giving the no delivery alarm. Advised the caller to have the customer call back for further troubleshooting prior to getting back on the insulin pump.